Manufacturer narrative:
Follow-up # 1 date of submission 03/10/2014 - device evaluation:the pump has been returned and evaluated by product analysis on 02/21/2014 with the following findings: the keypad cover was found to be torn off over the up button. During testing, the up arrow keypad button was found to be intermittently unresponsive. The keypad cover was removed and contamination was found under all key contacts. Unrelated to the complaint, evaluation revealed that the display screen was dim and discolored with fading lettering.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile change prior to damage) issue. The reporter alleged that the up arrow keypad button was intermittently unresponsive. It was noted that the keypad cover was torn near the up arrow button. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.